Event description:
As reported, approximately 3 months post op the initial right tsa, this 60 y/o female patient was revised to an hrp for proximal bone loss. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Devices were disposed of by the hospital, will not be returning.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 320-36-00, (B)(4) - 36mm humeral liner +0 unconstrained; 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0; 320-20-00, (B)(4) - eq reverse torque defining screw kit; 320-15-05, (B)(4) - eq rev locking screw.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.